Event description:
It was further reported that the physician attempted to treat the dissection using a 2.50 x 16 mm not a 2.75x15mm promus element plus stent as previously reported.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. Same case as 2134265-2013-01581; 2134265-2013-01585. It was reported that during a coronary artery treatment procedure a dissection occurred and post index procedure the patient experienced a myocardial infarction (mi).. The target lesion was a de novo lesion located in the mid left anterior descending artery with 99% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 20 mm promus element plus stent. Following post dilatation using a 2.75 x 15 mm apex balloon catheter, a dissection was noted which was attempted to treat using a 2.75 x 15 mm promus element plus stent but was not deployed as physician decided to use a longer stent. The dissection was treated with the placement of a 3.00 x 12 mm promus element plus stent with 0% residual stenosis. The next day, elevated cardiac enzyme values were observed and a mi was reported. The event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Size of device selected for treatment corrected from 2.75x15 promus element plus to 2.50x16mm promus element plus. (B)(4).